Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with one packed sample of lot 180806. Visual inspection of returned sample and picture confirm the defect: one needle and an extra cannula trapped between hub (plastic part) and shield, with some residue of epoxy (adhesive used to join metal part with plastic yellow part). When removing the shield, extra cannula detached. Based on our experience, extra cannula is produced during the cannula assembling process where the insertion of the cannula takes place using a rotary feeder which places every cannula into the hub. As a result of some isolated problem during the insertion, like epoxy (adhesive) dosage issue, some cannula could become detached and falling on the following needle (the affected one). Once the epoxy used to join the cannula with the hub was cured in the oven system, the cannula remained on the needle trapped between the shield and this was finally packed in the unit pack. This situation is more likely in small gauges (like the reported one) due to its low weight.

Event description:
It was reported that two needles 25ga 1in were found inside a single packaging, with needle bent. The following information was provided by the initial reporter: "two needles inside the package. One needle is bended."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two needles 25ga 1in were found inside a single packaging, with needle bent. The following information was provided by the initial reporter: "two needles inside the package. One needle is bended."